Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which were visually inspected with no issues identified. Per specification for this product, the product is spray coated with lithium heparin solution. The spray coat mist is small with a very little pattern. Additionally, 100 retained samples were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: additive abnormality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, one (1) tube was missing the additive. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, one (1) tube was missing the additive. No adverse impact was reported regarding the patient or user.